Event description:
A reported incident involving a14 cm (5.5") Smallbore Bifuse Ext Set w/2 MicroClave Clear, 2 Check Valves, 2 Clamps, Rotating Luer. It was reported that during use of an ICU extension set, hydration fluid did not flow on multiple occasions. The issue was observed at least twice with devices from the same lot. The user reported that flow could be temporarily restored by applying pressure with a syringe or through the upstream IV line, and flow was observed during priming prior to patient connection. When the extension set was replaced with a device from a different lot, flow resumed without replacing other components of the setup. No occlusion alarms or fluid leaks were reported. The affected lot was quarantined, and the extension sets were replaced. There were no reported patient involvement and no injury or adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.